Event description:
It was reported that this implantable pacemaker exhibited loss of capture on the right ventricular channel. No action was performed, monitoring of the patient was decided. Technical services clarified that the right ventricular pacing capture may be compromised and that the therapy of the patient cannot be guaranteed, further review was recommended. This device remains in service. No further adverse patient effects were reported.